Event description:
Per the clinic, the patient developed skin overgrowth at the implant site which was treated with a steroid injection. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.